Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement due to the pump not working appropriately. There were no patient complications reported.